Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, specifications, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. A kink was noted at 18 cm and 35.5 cm from the distal tip. A visual examination noted the clear tubing is partially severed from the purple hub. No lot number was provided, therefore; a review of the device history record cannot be completed at this time. Additionally, a search of the manufacturer's database for associated complaints for this failure mode could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The turbo-ject® single lumen over-the-wire power-injectable PICC is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device, specifically: ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow. Failure to ensure patency of the catheter lumen prior to injection may result in catheter failure¿. Also per the IFU, ¿catheter lock should be reestablished after every use or at least every 24 hours if unused.¿ there is no information regarding securing of the device to prevent pulling or tension. There is no information regarding patient environment (e.g. IV lines tangled on bed frame/bed rails/bedding, patient positioning, patient pulling on IV lines) that may have contributed to this event. There is no information regarding the length of time the device had been placed prior the leak discovery. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) was leaking. Citing a risk of pulling air, bleeding potential, and infection risk, the customer replaced the line with a new PICC. The circumstances surrounding the handling and usage of the device are not known. The product was reportedly unavailable for return; however, product has been received for evaluation. As of the date of this report, the investigation is still pending.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) was leaking. Citing a risk of pulling air, bleeding potential, and infection risk, the customer replaced the line with a new PICC. The circumstances surrounding the handling and usage of the device are not known. The product is reportedly unavailable for return.